Event description:
Report received from the USA stating that the cutter could not be secured or released into and from the device. The device was not being used during surgery. The date of the event is unknown. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent. (B)(4).